Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, a broken medial plate and nonunion were discovered during a follow-up visit via radiographic imaging, approximately five months post-surgery. The broken plate and nonunion were not present in previous radiographic images. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, a broken medial plate and nonunion were discovered during a follow-up visit via radiographic imaging, approximately five months post-surgery. The broken plate and nonunion were not present in previous radiographic images. No other patient outcomes were reported as a result of this event. Feedback from the surgeon indicates the patient has sharp pain at the fusion site when she twists her foot while walking, but generally not much discomfort and slight swelling. The gapping (nonunion) at the fusion site is approximately 1.5mm. The patient has been weight bearing since six weeks post-surgery. The device was not returned to the manufacturer for evaluation as it currently remains implanted in the patient with no reported plans to revise or remove the hardware. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.